Event description:
Patient's ventilator touchscreen was not working. Patient was ventilated with a resuscitation bag by rrt. The vent was changed out and a new vent put in. The patient tolerated well, there was no issue with the patient.manufacturer response:was recently upgraded display, then had problems with display which was replaced as well as problems getting gs500 calibrated which was resolved by drager tech support rep. Verified touchscreen concerns on this event and will contact drager for on-site support.